Event description:
It was reported that since the last follow-up, this device has exhibited increased battery depletion alleged to be premature. Additionally, the system exhibited a right ventricular (rv) lead safety switch for low, out-of-range pacing impedance measurements (<200 ohms) and increased thresholds. The physician performed provocative maneuvers to verify rv lead integrity, but no changes were observed. Diagnostic imaging also confirmed a correct lead to device connection. The physician subsequently explanted and replaced the device and the new device demonstrate appropriate, in-range rv impedance measurements. No additional adverse patient effects were reported. The device was received for analysis and is currently pending investigation completion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that since the last follow-up, this device has exhibited increased battery depletion alleged to be premature. Additionally, the system exhibited a right ventricular (rv) lead safety switch for low, out-of-range pacing impedance measurements (<200 ohms) and increased thresholds. The physician performed provocative maneuvers to verify rv lead integrity, but no changes were observed. Diagnostic imaging also confirmed a correct lead to device connection. The physician subsequently explanted and replaced the device and the new device demonstrate appropriate, in-range rv impedance measurements. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.